Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: opening, crease fold and wear abrasion. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify crease sharp in the anterior side with non-penetrating nicks around the opening, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a crease sharp opening on anterior due to a fold flaw opening.-non-penetrating nicks.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.